Event description:
The customer, a biomed, contacted physio-control to report that the device end user attempted to defibrillate a patient, but that the device would not detect the patient was connected to the device. The customer advised that they were using physio-control defibrillation electrodes. A backup device was available and there were no adverse effects to the patient as a result of the reported issue. The customer did not state whether they used the original, or different, electrodes with the backup device. No further details were provided about the patient or the event.

Manufacturer narrative:
(B)(4). The customer, a biomed, advised physio-control that both the device and quik-combo therapy cable used during the patient event tested ok and that the device did not have a service indicator present. The physio-control defibrillation electrodes were sent in to physio for examination. Physio evaluated the electrodes used during the patient incident but was unable to verify the reported failure. The customer did not return the electrodes with their packaging, so the age and lot number are unknown. A visual examination was performed where it was observed that the electrodes were stuck together (face to face) and the gel on the pads had started to dry; however, impedance was still measured and no "connect electrodes" messages were observed during testing. After multiple attempts, physio-control has been unable to contact the customer for more information regarding the reported issue. The device itself has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.